Event description:
The patient reportedly experienced skin sensitivity issues behind his ear due to his speech processor. The patient was prescribed ointment to treat his pressure sores. The patient is currently doing well.